Event description:
The customer reported that their AED will not power on and the battery pack is depleted. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.